Manufacturer narrative:
Added b7, g3/g4, and h1/h2.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent an endovascular (evar) procedure to treat abdominal aorta aneurysm (aaa) utilizing gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3 and two contralateral legs). One of the contralateral legs, a plc271000 limb was used to seal the right common iliac artery. The initial result was successful. During follow ups, the aaa sac had grown. The CT scan measurements were 63.7 mm x 54.5 mm on (B)(6) 2021 and 71.7 mm x 64.3 mm on (B)(6) 2023. The right common iliac artery appeared to be degenerating around the plc271000 contralateral limb. Reportedly, it was felt there was an endoleak, but unable to tell if it was a type 1b or type 2. An angiogram was performed recently (date unknown) that did not clearly show an endoleak. Due to the growth and suspicion of a type 1b on the right side, the physician decided to bring the patient back for a reintervention procedure and that it would take care of the endoleak, if it were actually present. On (B)(6) 2023, the patient underwent an endovascular zone 10 common iliac revision procedure with a right sided gore® excluder® iliac branch endoprosthesis (ibe) placement into the prior evar with gore® viabahn® vbx balloon expandable endoprosthesis (vbx) stenting from the ibe gate into the right internal iliac artery. The procedure was well tolerated and without complication with the successful exclusion of the probable right sided type 1b endoleak. They will have to follow the sac size with cta surveillance to truly know if this solved the issue.